Manufacturer narrative:
Block b3: exact date unknown, event occurred year or more.

Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per facility policy.